Event description:
A patient developed a corneal ulcer while wearing acuvue advance contact lenses. The patient reported the lens question did not have a spherical shape when removed from the eye. The patient reported seeking treatment for a red and painful left eye. The patient reported being diagnosed with a corneal ulcer and corneal edema. The patient reported that the treating eye care professional (ecp), described the ulceras a curved line on the peripheral cornea below the upper eye lid. The patient reported treatment included atropine eye drops and antibiotic eye drops. The treatment lasted for 4 weeks the patient has returned to contact lens wear andis currently wearing acuvue lenes. Additional information and product were requested but not received. Lot history review: the batch record did not show any abnormalities in monomer and solution testing. All parameter tested were within specification. All sterilization requirements were successfully completed.